Event description:
It was reported that four months post implant right ventricular (rv) lead threshold increased gradually. Approximately, four months after, threshold had increased. Since then, rv threshold trends have been unstable. The patient was later, hospitalized following a fit and electrocardiogram (ECG) revealed three second pauses. Fit symptoms same as prior to pacemaker implant. The threshold recorded at the time of visit, via capture management was 1.625volts at 0.4milliseconds however was 2.25volts 0.4 milliseconds in office. Programmed output due to capture management was at 2.5volts at 0.4 milliseconds, and increased threshold leading to loss of output. Patient was admitted and the following day threshold measured at 1.75volts at 1.0 milliseconds. Capture management programmed off and output left at 3.5volts at 1.0 milliseconds. The rv lead remains in use, and no patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.